Manufacturer narrative:
H3 - device evaluated by mfg.? Device has been returned, and preliminary evaluation has been performed. However, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified of a type 3a endoleak on a zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-90-zt). The patient was an 84-year-old male at the time of the event. Initially it was reported that a persistent type 3b endoleak was identified on a zenith flex aaa endovascular graft bifurcated main body. Additional information was provided for the investigation on 22may2025. Imaging dates and impressions were provided for the patient. (B)(6) 2024, 10:09 computed tomography (CT) urogram performed at cvmc, completed for microhematuria, ordered by urology provider. Incidental abdominal aortic aneurysm (aaa) found. Impression from (B)(6) 2024 CT urogram: 1. Unexpected finding of an infrarenal abdominal aortic aneurysm. Measuring 6 cm in diameter. 2. Left nonobstructing nephrolithiasis with an upper pole 7 x 9 mm calculus. No hydronephrosis is seen. 3. Circumferential urinary bladder wall thickening more pronounced at the urinary bladder base. This may be due to prostatic hypertrophy though I cannot exclude a bladder base mass. If clinically indicated, direct visualization should be obtained. 4. Diverticulosis. No imaging evidence of acute diverticulitis is detected. On (B)(6) 2024, 15:34 follow up imaging (CT angiogram of abdomen and pelvis) completed. Scan ordered as follow up imaging to visualize the infrarenal aaa. Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: 1. Aneurysmal dilatation of the infrarenal abdominal aorta maximal anterior-posterior diameter of approximately 6 cm and maximal transverse diameter of 5.8 cm. Iliac arteries are calcified although nonaneurysmal. This previously described on CT dated (B)(6) 2024. 2. No acute intra-abdominal process. No inflammatory process. No obstruction. 3. No free fluid within the pelvis or within the dependent portions of the peritoneum. 4. Prostatic enlargement. Correlate regarding hyperplasia/hypertrophy versus neoplasia. Prior turp. 5. Severe diverticulosis without evidence of diverticulitis. 6. Appendix normal. 7. Pleural calcifications likely secondary to asbestosis related disease. On (B)(6) 2024 imaging completed (x-ray). Impression from (B)(6) 2024 x-ray: no acute abnormalities in the chest. Redemonstration of bilateral calcified pleural plaques. On (B)(6) 2024, 11:43, patient underwent endovascular aortic repair (B)(6) operating room. Imaging completed. No impression provided. On (B)(6) 2024, 08:57 follow up imaging (CT angiogram of abdomen and pelvis) completed at (B)(6) mcclure 1 CT. Scan indicated to re-evaluation endoleak. Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: impression. 1. Type iii endoleak through an apparent defect in the proximal left iliac stent graft with associated slight increase in size of the infrarenal abdominal aortic aneurysm sac measuring up to 61 mm. 2. Trace left subpulmonic effusion. 3. Stable right adrenal adenoma. 4. Colonic diverticulosis. 5. Scattered pleural calcifications, likely secondary to asbestos exposure. 6. Bilateral renal cysts. On (B)(6) 2024, 12:56 follow up imaging (CT angiogram of abdomen and pelvis) completed at (B)(6). Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: impression. Aortic endograft leak remains present appearing slightly less extensive on today's exam. On (B)(6) 2024, 10:11 peripheral vascular intervention (placement of drug coated peripheral artery endovascular stent graft) performed, abdominal aorta angiogram was performed (B)(6) cath lab. Competitor's devices (8 mm x 59 mm & 8 mm x79 mm were placed during the procedure: on (B)(6) 2024, 09:38 imaging completed (CT angiogram of abdomen and pelvis) (B)(6) to evaluation evar, stents, and aortic diameter. Impression from (B)(6) 2024 CT angiogram of abdomen and pelvis: 1. Prior evar of abdominal aortic aneurysm stable in size measuring approximately 5.8 x 5.8 cm in diameter. 2. Stable appearance of extensive endoleak within the aneurysm sac. On (B)(6) 2024 imaging (CT abdomen only with and without contrast) was completed to evaluate the neoplasm of the right adrenal gland. Impression from (B)(6) 2024 CT of abdomen, with and without contrast): 1. Right adrenal adenoma appears unchanged in size when compared to prior study. 2. The patient is status post evar. There is extensive endograft leak within the aneurysmal sac. This appears slightly increased in size when compared to the prior study. Aneurysmal sac appears increased in size measuring up to 6.5 cm. 3. Cardiomegaly. The right ventricle appears increased in size when compared to the prior study. This can be re-evaluated with an echocardiogram if clinically warranted. On (B)(6) 2024 imaging completed in interventional radiology (visceral angiogram of superior mesenteric artery (sma), inferior mesenteric artery, and chronic limb ischemia) at (B)(6) operating room x-ray. No impression report from (B)(6) 2024 visceral angiogram. On (B)(6) 2025, 10:43, imaging (ultrasound contrast enhanced of evar and aorta iliac) was performed at (B)(6) vascular surgery for follow up to evar and a persistent endoleak. Impression from (B)(6) 2025 contrast enhance ultrasound: type ii endoleak visualized with residual aneurysmal sac measuring 6.3cm. Type iii endoleak can not be ruled out. The proximal aorta measures 4.0cm. On (B)(6) 2025, 14:39, imaging (x-ray) was completed after feeding tube placement. Post operative imaging after evar explant, oaaa repair was completed. Impression from (B)(6) 2025 imaging: portable ap view centered over the lower chest upper abdomen demonstrates that the transesophageal sump tube tip projects over the gastric body with the sideport in the region of the gastric cardia. Partially imaged abdominal aortic stent graft. Surgical clips projecting over the mid abdomen. Lung bases are clear. Partially imaged epidural catheter projecting at the level of t9. History and physical notes were provided for the patient visit dates: (B)(6) 2024 (pre-procedure), (B)(6) 2025 (pre-procedure). Operative reports were provided as well for the patient. Operative report (B)(6) 2024: date of procedure: (B)(6) 2024 preoperative diagnosis: 1. Abdominal aortic aneurysm without rupture postoperative diagnosis: 1. Abdominal aortic aneurysm without rupture procedure: 1. Bilateral common femoral artery ultrasound-guided access. 2. Diagnostic aortogram. 3. Endovascular aneurysm repair with cook zenith tffb 32 mm x 96 mm main body endoprosthesis; cook zenith esbe 32 mm x 39 mm main body extension endoprosthesis; cook zenith zsle 13 mm x 90 mm, 20 mm x 74 mm and 20 mm x 54 mm contralateral left common iliac artery endoprostheses; and cook zenith zsle 20 mm x 74 mm and non cook 8 mm x 79 mm postdilated to 14 mm ipsilateral right common iliac artery endoprostheses 5. Bilateral common femoral artery suture mediated closure anesthesia: general endotracheal anesthesia (geta) ebl: minimal fluoroscopy time: 42.7 minutes radiation exposure: air kerma 1456 mgy contrast: 102 ml. Indications: the patient is an 83-year-old male who was previously seen in clinic for a newly diagnosed infrarenal aaa. This was an incidental finding on CT imaging. A dedicated CT angiogram demonstrated infrarenal aaa measuring 6 cm in greatest diameter with anatomy suitable to endovascular aneurysm repair. It was recommended that he undergo an evar procedure for his asymptomatic aaa given the size of the aneurysm and its associated risk of life-threatening rupture. The procedure and its risks, benefits and alternatives were discussed. The patient decided to proceed and consented to the procedure. Description: the patient was taken to the operating room and placed on the table in supine position. A timeout procedure was performed confirming the patient, procedure and surgical site. Induction of general anesthesia and endotracheal intubation were performed without difficulty. A preoperative antibiotic was administered according to guidelines. The patient was prepped and draped in the standard sterile fashion. The right common femoral artery was accessed in a retrograde fashion using a micropuncture set and ultrasound guidance with imaging that demonstrated vessel patency and was saved for documentation. The right common femoral artery was dilated with a 7 french dilator over a (cook) 0.035 bentson wire and then preclosed with 2 (suture mediated closure devices. A 7 french sheath was placed in the right common femoral artery with adequate hemostasis noted. The left common femoral artery was accessed and pre-closed in a similar fashion. A 7 french sheath was placed in the left common femoral artery with adequate hemostasis noted. The patient was systemically anticoagulated with intravenous heparin for a goal activated clotting time (act) greater than 250 during the procedure. A cook 0.035 lunderquist wire was advanced up the right side and positioned across the aortic arch with the wire tip in the ascending aorta. A pigtail catheter was advanced up the left side and a diagnostic aortogram was obtained. This demonstrated widely patent bilateral renal arteries with a more position of the left renal artery, a large fusiform infrarenal aaa and widely patent iliac artery systems bilaterally. Evar device selection was based on the preoperative CT angiogram analyzed with centerline reconstruction software. A cook zenith tffb main body endoprosthesis measuring 32 mm x 96 mm was oriented ex vivo. The right-sided 7 french sheath was removed and the main body endoprosthesis was advanced up the right side into the infrarenal aorta. The main body endoprosthesis was positioned just below the renal arteries and deployed down through the contralateral gate under fluoroscopic guidance. The top cap was advanced thereby deploying the suprarenal stent and fixating the main body endoprosthesis in position. The contralateral gate was cannulated using a non-cook 0.035 soft angled wire guide and a non-cook 0.035 catheter. The non-cook catheter was exchanged for a pigtail catheter, and we confirmed appropriate position within the main body endoprosthesis by freely spinning the pigtail catheter within the main body endoprosthesis at the level of the neck of the aneurysm. The non-cook 0.035 wire guide was exchanged for a cook 0.035 lunderquist wire. The length of the contralateral limb extension was measured using a marker pigtail catheter and a retrograde injection from the left-sided sheath. The left-sided 7 french sheath was removed and a cook zenith zsle 13 mm x 90 mm bridging limb was advanced up the left side and deployed in satisfactory position. We further extended into the distal left common iliac artery with a cook zenith zsle 20 mm x 74 mm limb. The remainder of the cook tffb main body endoprosthesis was unsheathed and the final trigger wire was removed thereby deploying the endoprosthesis in satisfactory position. The top cap was retrieved after advancing the gray positioner and this was removed from the right-sided 20 french sheath. The ipsilateral limb extension was measured using a pigtail catheter and we extended into the distal right common iliac artery using a cook zenith zsle 20 mm x 74 mm limb. The proximal main body endoprosthesis and bilateral iliac limbs were postdilated with a cook coda balloon. Subsequent imaging demonstrated a brisk endoleak with concern for a 1b endoleak from the left side. We elected to further extend the repair to the left common iliac artery bifurcation with a cook zenith zsle 20 mm x 56 mm limb without resolution of the endoleak. We elected to overlap the main body endoprosthesis and right common iliac artery endoprosthesis with a non-cook balloon expandable stent graft 8 mm x 79 mm that was post dilated with a 14 mm balloon. Unfortunately, there was a continued endoleak with concern for a defect in the main body endoprosthesis about the flow divider. After further consideration, we elected to realign the proximal aspect of the cook tffb main body device with a cook zenith esbe 32 mm x 39 mm main body extension that was deployed just proximal to the flow divider. Completion imaging demonstrated persistent endoleak of unclear etiology. We elected against further intervention. The right-sided sheath was removed and the arteriotomy was closed using the pre-deployed suture mediated closure devices and manual pressure with adequate hemostasis obtained. The left-sided sheath was removed and the left common femoral arteriotomy was closed with the predeployed suture mediated closure devices and manual pressure with adequate hemostasis obtained. Protamine was administered to reverse the heparinization. A hemostatic patch, gauze and dressing was placed at each groin access site. The patient tolerated the procedure well. He woke up and was extubated without difficulty. He was taken to recovery room in stable condition. All instrument and sponge counts were correct x2. Operative report (B)(6) 2024: preoperative diagnosis: 1. Infrarenal abdominal aortic aneurysm status post evar procedure with endoleak. Postoperative diagnosis: 1. Infrarenal abdominal aortic aneurysm status post evar procedure with endoleak. Procedure: 1. Bilateral common femoral artery ultrasound-guided access 2. Diagnostic aortogram 3. Left common iliac artery endoprosthesis limb balloon expandable stent grafting non-cook graft 8 mm x 79 mm post dilated to 14 mm 4. Right common iliac artery endoprosthesis limb balloon expandable stent grafting non-cook 8 mm x 59 mm post dilated to 14 mm 5. Bilateral common femoral artery (suture mediated) closure. Ebl: minimal 30 ml fluoroscopy time: 15 minutes radiation exposure: air kerma 1450 mgy contrast: 55 ml. Indications: the patient is an 84-year-old male who underwent evar procedure for infrarenal aaa in (B)(6) 2024. He tolerated this procedure well with no early complications. Postoperative surveillance imaging demonstrated a type ii and possibly type iii endoleak. It was recommended that he undergo a diagnostic aortogram with possible intervention. The procedure and its risks, benefits alternatives were discussed. He decided to proceed and consented to the procedure. Description: the patient was taken to the cath lab and placed on the table in supine position. A timeout procedure was performed confirming the patient, procedure and surgical site. Monitored anesthesia care was administered without difficulty. The patient was prepped and draped in the standard sterile fashion. A left common femoral artery was accessed in a retrograde fashion using a micropuncture set and ultrasound guidance with imaging that demonstrated vessel patency and was saved for documentation. Micropuncture sheath was exchanged for a 4 french sheath over a 0.035 bentson wire. A non-cook 0.035 catheter was positioned in the proximal main body endoprosthesis and a diagnostic aortogram was obtained. This demonstrated an appropriately positioned main body prosthesis with brisk filling of the residual aneurysm sac concerning for a type iii endoleak between the main body endoprosthesis and left common iliac artery contralateral limb endoprosthesis. We elected to intervene. The 4 french sheath was exchanged for a non-cook 8 french 45 cm sheath over a cook 0.035 rosen wire. The patient was systemically anticoagulated with intravenous heparin for goal act greater than 250 during the procedure. Sheath was advanced into the main body endoprosthesis. The left common iliac artery contralateral limb endoprosthesis was relined proximally from the flow divider down to the aortic bifurcation using a non-cook balloon expandable stent graft 8 mm x 79 mm that was post dilated to 14 mm with a non-cook balloon. Subsequent imaging demonstrated a persistent brisk endoleak that appeared to be coming from the main body endoprosthesis at the level of the flow divider. We elected to obtain contralateral access. The right common femoral artery was accessed in a retrograde fashion using a micropuncture set and ultrasound guidance with imaging that demonstrated vessel patency was saved for documentation. The micropuncture sheath was exchanged for a non-cook 4 french sheath over a cook 0.035 bentson wire. The non-cook 4 french sheath was upsized to a non-cook 8 french 23 cm sheath over a cook 0.035 rosen wire. The sheath was advanced into the right common iliac artery ipsilateral limb endoprosthesis. We elected to reline the proximal right common iliac artery ipsilateral limb endoprosthesis with a non-cook balloon expandable stent graft 8 mm x 59 mm that was post dilated proximally with a n n-cook 16 mm balloon and distally with a non-cook 14 mm balloon. Despite relining both limbs, there was a persistent endoleak that was attributed to a defect in the main body endoprosthesis at the level of flow divider. We elected against further intervention. All wires and catheters were removed. The left sided non-cook 8 french sheath was removed and the left common femoral arteriotomy was closed with a non-cook suture mediated closure device and manual pressure with adequate hemostasis obtained. The right-sided non-cook 8 french sheath was removed and the right common femoral arteriotomy was closed with a non-cook suture mediated closure device and manual pressure with adequate hemostasis obtained. Protamine was administered to reverse heparinization. A hemostatic patch, gauze, and dressing was placed in each groin access site. Patient tolerated the procedure well. He was taken the recovery room in stable condition. All instrument and sponge counts were correct x 2. Operative report (B)(6) 2024: preoperative diagnosis: 1. Abdominal aortic aneurysm status post evar procedure with type ii endoleak postoperative diagnosis: 1. Abdominal aortic aneurysm status post evar procedure with type ii endoleak procedure: 1. Right common femoral artery ultrasound-guided access 2. Superior mesenteric artery selective catheterization and diagnostic mesenteric angiogram 3. Right common femoral artery suture medicated closure. Anesthesia: general endotracheal anesthesia (geta) ebl: minimal fluoroscopy time: 14.4 minutes radiation exposure: air kerma 719 mgy contrast: 58 ml. Indications: the patient is an 84-year-old male with juxtarenal abdominal aortic aneurysm who underwent evar procedure in (B)(6) 2024. Surveillance imaging demonstrated endoleak and sac expansion. He underwent reintervention in (B)(6) 2024 balloon expandable stent grafting of bilateral iliac limbs with no resolution of endoleak. More recent surveillance imaging was concerning for a robust type ii endoleak from the inferior mesenteric artery and paired lumbar arteries. He was recommended that he undergo reintervention with diagnostic angiogram and possible ima coil embolization. The procedure and its risks, benefits and alternatives were discussed. He decided to proceed and consented to the procedure. Description: the patient was taken the operating room and placed on the table in the supine position. A timeout procedure was performed confirming the patient, procedure and surgical site. Induction of general anesthesia and endotracheal intubation were performed without difficulty. The patient was prepped and draped in the standard sterile fashion. The right common femoral artery was accessed in a retrograde fashion using a micropuncture set and ultrasound guidance with imaging that demonstrated vessel patency and was saved for documentation. The micropuncture sheath was exchanged for a non-cook 6.5 french steerable sheath over a cook 0.035 bentson wire. The patient was systemically anticoagulated with intravenous heparin for goal act greater than 250 during the procedure. The non-cook sheath was advanced into the visceral segment of the abdominal aorta and a diagnostic mesenteric angiogram and a steep obliquity was obtained. This demonstrated appropriately positioned evar device and widely patent celiac artery and superior mesenteric artery. Selective catheterization of the superior mesenteric artery was performed using the non-cook sheath, a non-cook 0.035 soft angled guide wire and a non-cook 0.035 catheter. Selective sma angiography in multiple obliquities failed to demonstrate the arc of riolan or other collateralization from the sma to ima. We elected to abort. All wires and catheters were removed. The non-cook 6.5 french sheath was removed and the right common femoral arteriotomy was closed with a non-cook suture mediated closure device and manual pressure with adequate hemostasis obtained. Protamine was administered to reverse heparinization. A hemostatic patch, gauze, and dressing was placed at the right groin access site. The patient tolerated procedure well. He woke up and was extubated that difficulty. He was taken to the recovery room in stable condition. All instrument and sponge counts were correct x 2. (B)(6) 2025 operative report: date of procedure: (B)(6) 2025. Preoperative diagnosis: 1. Infrarenal abdominal aortic aneurysm without rupture postoperative diagnosis: 1. Infrarenal abdominal aortic aneurysm without rupture procedure: 1. Open abdominal aortic aneurysm repair with non-cook 22 mm x 11 mm bifurcated graft 2. Explantation of evar endoprosthesis. Anesthesia: general endotracheal anesthesia (geta) estimated blood loss (ebl): 1500 ml (patient given 3 units of packed red blood cells (prbc), 3 units of fresh frozen plasma (ffp), 1500 ml cell saver, 8000 ml crystalloid. Indications: the patient is an 84-year-old male who underwent evar procedure in (B)(6) 2024 for an infrarenal abdominal aortic aneurysm without rupture. This was complicated by endoleak and sac expansion for which he underwent multiple interventions without resolution. It was suspected that he had a type ii endoleak and possible type iii endoleak from a fabric defect in the endoprosthesis. It was recommended that he undergo open aaa repair with explantation of the evar endoprosthesis. The procedure and its risks, benefits and alternatives were discussed. He decided to proceed and consented to the procedure. Description: the patient was taken the operating room and placed on table in the supine position. A timeout procedure was performed confirming the patient, procedure and surgical site. Anesthesiology performed placement of an epidural catheter, central venous catheter and radial arterial line without difficulty. Induction of general anesthesia and endotracheal intubation were performed without difficulty. The patient was prepped and draped in the standard sterile fashion. A preoperative antibiotic was administered according to guidelines. A midline laparotomy incision was made from the xiphoid to pubis and this was carried through the subcutaneous tissue and fascia using electrocautery. The peritoneal cavity was bluntly entered. A cursory exploration of the abdominal cavity was notable for a fusiform and pulsatile abdominal aortic aneurysm otherwise unremarkable. A nasogastric tube was positioned in the body of the stomach. The transverse colon was elevated cephalad. The ligament of treitz was sharply divided and the fourth portion of the duodenum was mobilized to the right of midline. A self-retaining retractor was utilized for exposure. The small bowel was packed in the right upper quadrant. The retroperitoneum overlying the infrarenal aorta was divided with electrocautery. This dissection was somewhat difficult as the retroperitoneal fat and lymphatic tissue was adherent to the aneurysmal aorta. The left renal vein doubly ligated divided in order to expose the pararenal aorta and neck of the aneurysm. Bilateral renal arteries were sharply dissected out with scissors and encircled with loops. We obtained proximal clamp positions both suprarenal infrarenal. Our dissection continued caudally to the aortic bifurcation and onto bilateral common iliac arteries. The takeoff of the ima was identified and sharply dissected out with scissors. We performed intraoperative duplex ultrasound of the infrarenal aorta and noted ongoing endoleak with and without occlusion of the ima concerning for likely type iii endoleak. The ima was ligated divided between 2-0 silk sutures. Bilateral common iliac arteries were exposed with combination of blunt and sharp dissection. The patient was systemically anticoagulated with intravenous heparin for goal act greater than 200 during the procedure. Bilateral common iliac arteries were controlled distally using clamps. The suprarenal aorta was controlled using a clamp. A longitudinal aortotomy was made using an 11 blade scalpel and heavy scissors. Mural thrombus was removed. There was back bleeding from paired lumbar arteries that were oversewn using 2-0 suture. The right common iliac artery clamp was removed and we allowed retrograde filling of the evar endoprosthesis and noted pulsatile bleeding from a fabric defect in the main body endoprosthesis at the level of flow divider consistent with a type iii endoleak. The limbs of the main body endoprosthesis were divided with heavy scissors. The main body endoprosthesis was then sharply divided proximally with heavy scissors. A portion of the proximal main body and suprarenal bare-metal stent were left in place. The aortotomy was teed off proximally. An infrarenal clamp was placed and the suprarenal clamp was removed allowing for perfusion of bilateral renal arteries while performing the proximal anastomosis. The repair was performed with a non-cook 22 mm x 11 mm bifurcated graft. The graft was foreshortened proximally. The proximal anastomosis was performed in end-to-end fashion using 3-0 suture placed in a continuous running fashion. We tested the proximal anastomosis with saline and noted a leak anteriorly along the suture line that was repaired with a pledgeted 3-0 suture placed in a u-stitch fashion. The limbs of the bifurcated graft were controlled with clamps and the infrarenal clamp was removed. We confirmed adequate hemostasis at the proximal anastomosis. The proximal anastomosis was packed with thrombin foam and a dry laparotomy pad. We flushed through the limbs of the graft and noted brisk pulsatile flow. The aortotomy was continued distally onto the proximal left common iliac artery. We were able to bluntly remove the left limb endoprosthesis after relaxing the distal clamp. We noted scant back bleeding from the left common iliac artery that improved after passing a non-cook 5 french balloon. The left distal anastomosis was performed at the level of the proximal common iliac artery. The common iliac artery was teed off. The left limb of the graft was cut to length and spatulated. The left distal anastomosis was performed in end-to-end fashion using 4-0 suture placed in continuous running fashion. Prior to completing the anastomosis, we forward and back bled the vessels and flushed along with heparinized saline. The anastomosis was completed and antegrade flow into the left leg was restored. We noted adequate hemostasis at the distal left anastomosis and a palpable pulse in the left groin. Attention was turned to the right distal anastomosis. This was performed in a similar fashion after removal of the right limb endoprosthesis. Antegrade flow was restored to the right lower extremity, and we noted the distal anastomosis to be hemostatic with a palpable pulse in the right groin. After reconfirming adequate hemostasis and bilateral lower extremity perfusion, protamine was administered to reverse heparinization. The aneurysm sac was closed over the bifurcated graft using 2-0 suture placed in continuous running fashion. The retroperitoneum was closed using 3-0 suture placed in continuous running fashion. The fascia was closed using a looped suture placed in a continuous running fashion. Skin was closed with staples. Dressings were placed. The patient tolerated the procedure well. He woke up and was extubated that difficulty. He was taken to the ICU in stable condition. All instrument and sponge counts were correct x 2. The focus of this report is the type 3a endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-90-zt) that was implanted on (B)(6) 2024. The endoleak was treated with a competitor¿s 8 mm x 79 mm graft in a reintervention procedure on (B)(6) 2024. Additional reports for this patient have been submitted under patient identifier. (B)(6)

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
Correction: a4 weight. The event captured in this report, a type 3b endoleak on zsle-13-90-zt, lot 15293060 placed on the left is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. Imaging was provided for the investigation and reviewed by a vascular surgeon. The imaging review did not confirm the type 3b endoleak on the left zsle-13-90-zt. It was reported that a type 3a endoleak was present on the ipsilateral right limb of the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-32-96-zt during the index procedure and a second type 3a endoleak was reported in the second procedure on (B)(6) 2025 in the left contralateral limb. It was reported both type 3a endoleaks were treated with the placement of additional competitor¿s grafts. The image reviewer indicated that the type 3a endoleaks were likely not the source as the endoleak persisted. The image reviewer stated ¿the endoleak is seen on the ultrasound imaging provided, but the type 3b defect in the tffb graft is based on the operative note findings and is not clearly demonstrated in the imaging provided. The type 3a involving the tffb/right zsle, the type 3a involving the left zsle, and the type 3b involving the left zsle are not confirmed and were likely ruled out. Additionally, the type 3b endoleak treated in the secondary procedure was also not confirmed based on the imaging provided. The image reviewer stated ¿continued endoleak from a suspected type 3b defect of the tffb graft and aneurysm expansion led to open repair at 1 year postop with explant of the endograft. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
An imaging review was provided on 02jul2025. The imaging review did not confirm a type 3a endoleak. However, a type 3b endoleak was identified. The focus of this report will now be the type 3b endoleak that occurred on the zenith flex with spiral-z technology aaa endovascular graft iliac leg that was placed on the left that was treated with a competitor's device in a procedure on (B)(6) 2025. The device was later explanted in a procedure on (B)(6) 2025.

Manufacturer narrative:
Correction: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.